Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric by-pass. According to the reporter. The plastic tube disconnected from the orvil during insertion. It took 2 hours until it was found in the esophagus. Additional tissue was resected and the gastric pouch was made smaller. The pt had a leak and a prolonged hospital stay.